Event description:
Co was notified on 5/10 by a medical distributor, that one of their accounts had an incident with co's dale tracheostomy tube holder. Rptr spoke with rn, don on 5/14. Rn, don explained that they had a pt whose tracheostomy tube decannulated on the event date. The child did have co's holder on, but rn, don wasn't sure if the pt had gotten the holder caught up in a blanket or in a pillow or if the holder somehow malfunctioned. They did not keep the holder in question. The child went into full respiratory arrest and was transferred to another hosp. The child is still alive, but pt is clinically brain dead. Co rep met with rn, don in person on 5/23 to further discuss the incident. Rn, don again stated that they don't know what caused the alleged decannulation.